Event description:
During baxter's evaluation a device alarmed for an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device evaluation found that the spectrum occlusion was caused by a failed upstream sensor. The upstream sensor was replaced.